Event description:
Customer reported exposing his insulin pump to moisture. The customer stated the insulin pump won't turn on and only vibrates. The customer also stated there was fluid under the lcd display. The customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. We were unable to perform the displacement test due to blank display anomaly. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, cracked reservoir tube. We were unable to verify vibrate anomaly due to the blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.